Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketocidosis. The customer blood glucose level was unknown. The battery compartment dry rotted and therefore customer was unable to keep the battery in. The customer received a message stating no power. The customer changed the battery although they did not get a battery low indication. It took about 30 minutes before it powered back on. The insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.